Event description:
It was reported that the physician was able to aspirate the reservoir but unable to fill it. The patient was in for a routine refill a little early because the patient was going on vacation (11ml was still in the reservoir). The healthcare provider (hcp) reported having some difficulties during the refill procedure and it took over an hour to refill the reservoir with 40ml. The hcp was concerned so he re-accessed the reservoir and was able to aspirate 39ml, confirming the fill was into the pump reservoir. When the hcp attempted to fill the reservoir again it was locked and he couldn¿t get any drug to fill. The physician confirmed access by aspirating bubbles, he took a lateral image as well as an anterior-posterior (ap) to confirm pump orientation, needle access was correct and the reservoir was empty, everything appeared fine. The hcp reported using four different kits, 4 separate needle sticks and he checked patency with every kit. The physician obtained a 3ml syringe of saline and tried to push saline into the reservoir, it was also done with a 5ml syringe without success. The physician reported he was pushing the plunger so hard on the syringe of saline, the plunger bent. The physician considered pump replacement possible on 2014 (B)(6). The physician reported being very experienced and the he had never seen this before. On 2014 (B)(6) it was reported that the manufacture representative was able to connect with the physician but the physician just wanted to replace it. The pump system was delivering bupivacaine and morphine. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8731, serial# (B)(4); product type catheter. (B)(4).

Event description:
The consumer reported that the pump worked well until (B)(6) 2014. They emptied the pump and could not get any of the medication into the reservoir of the pump. They tried and tried, and it was not happening (refill interval was every 5-6 weeks). The patient stated that the hcp could not get it in and had no way to get it in. The patient was not getting any medication into him. A manufacturing representative came over and said the patient's pump was not working, and he was going into withdrawal. The patient went straight from the refill appointment to the hospital. The patient went to the intensive care unit (ICU) for 3-4 days until they matched via IV what the patient was getting via pump into his spine. The patient was not given any oral medications. The patient reported he was on his third pump now. The patient was on his 3rd pump now (indicating that the pump had been replaced). The patient stated that there is obviously a problem with the pump and wanted to know why they would put in another pump when the patient had two failed pumps. The patient wanted to know what happened with the pump and what caused it to fail. They were told that the physician would be told (what caused it to fail). The pump was taken. The patient wanted to take the pump because they weren't being told what was wrong with it. From the patient's own perspective he, his device failed, and several years later, the government said there was a problem (recall) and could not put them in put in anymore. The patient stated his hcp told him they never received anything and that spoke with the device manufacturer. The patient stated that a manufacturing representative was there and should have it (the pump). There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4).